Manufacturer narrative:
Replaced sensor interface board to fix the reported issue.

Event description:
The hospital reported that, it showed 'no data ventilator failure' and "mechanical ventilation not available" on screen. There was no reported patient injury.